Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and noise on lead, with an insulation issue. The ra lead exhibited an insulation issue. Both the rv lead and ra lead were explanted and replaced. Medical intervention was required as a result of this event. No patient complications have been reported as a result of this event.